Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that this issue is consistent with a known software anomaly. This anomaly is tracked through an internal database. No hardware was replaced due to the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the navigation system was not communicating with the imaging system before a spin. The site rebooted the navigation system and it then displayed all green lines of communication and the case continued. The site mentioned this issue happens sporadically. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.